Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the patient visited the clinic complaining of pain, and the nail was removed due to necrosis.".

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information such as patient medical records as well as the affected device must be available in order to determine the exact root cause of the issue. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the patient visited the clinic complaining of pain, and the nail was removed due to necrosis."